Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided lot number 0335954. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the limited investigation results regarding the production of the affected lot, an exact cause related to the manufacturing process could not be determined for this incident. If a sample becomes available, further investigation conclusions may be possible. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 3 bd posiflush¿ xs pre-filled flush syringes nacl 0.9% packaging units were damaged/already opened before use. The following information was provided by the initial reporter: "the customer states that nurses of the home patients are finding packaging of posiflush syringes already opened, all from the same lot number."